Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experience hyperglycemia and insulin pump had motor error alarm during manual prime. The customer¿s blood glucose level was plus 495 mg/dl. Customer reported that the drive support cap appears normal. Customer reported that the insulin pump had not been exposed to high magnetic field. Customer was unable to clear and complete insulin pump rewind due to alarm occurred again. Customer was assisted with troubleshooting for alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.